Manufacturer narrative:
The returned electrode was returned severed in two segments but was still thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filled to notify that this electrode was explanted previously due to therapy upgrade and that there is pertinent information regarding the analysis of the device. To note, the explant of the device was not for a device anomaly but the patient had suboptimal atrioventricular synchrony and needed a pacemaker.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that defibrillation threshold (dft) testing was not performed at implant. When the patient was in the office for a routine device interrogation a 10 joule shock was given, as standard per clinic procedure, and the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode shock impedance measurement was higher at 146 ohms. Boston scientific technical services (ts) was consulted and suggested obtaining an x-ray. Dft testing was performed a few weeks later. Successful dft testing occurred with 107 ohm shock impedance and 18 seconds time to therapy with a 65 joule shock. The s-ICD and electrode remain in service and no additional adverse patient effects were reported.